Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint #(B)(4).

Event description:
As reported by the end user: "did a procedure, introduced the wire into the sheath and when we were applying energy and pulling the fiber out we noticed that the bare tip fiber punctured the guidance sheath and was actually sticking out the side". [Fiber fractured and burnt sheath]. There was no harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
The device part number was incorrectly reported by the end user. The actual fiber that was returned was an evlt/pvak fiber. As received, the fiber that was advanced through the introducer sheath. The fiber was sticking out the side of the sheath wall. The fiber was noted to be fully intact with no fractures. Also returned was the introducer stiff dilator, in which it was noted the tip of the dilator was bent and damaged. The customers reported complaint "fiber fracture and burnt sheath" is not confirmed. The fiber was fully intact when returned, the introducer sheath was not burnt, it had a hole on the tube of the sheath. Based on the sample evaluation, this event does not meet the criteria of a reportable event. This medwatch is being filed in order to close out the complaint file. The most likely root cause for this event is user technique when advancing the sheath/dilator introducer. Due to the fiber assembly flexibility and blunt tip, pressing directly on the fiber would not generate enough force to puncture the wall of the introducer sheath. The dilator tip, which is very rigid, indicates it was forcibly pressed against something. It is possible that during the procedure, prior to introducing the fiber assembly, the dilator was partially withdrawn and then advanced forward, which resulted in the sheath wall being pierced. When the fiber was introduced, it happened to align with the pierced opening in the sheath wall, resulting with the fiber poking out the sheath wall. A review of the lot history records was performed for the reported packaging lot (5416976) for catalog number h787evltpvakus5 for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. During the manufacturing process, the disposable fiber device receives two 100% inspections and one aql inspection in which the power output verified using a diode laser and power meter prior to packaging. In addition, the programing on the fibers is verified. The directions for use, which is supplied to the end user with this catalog number, states; "place the patient in reverse trendelenburg position. Under ultrasound guidance and with local anesthesia, use the 21g percutaneous needle to gain access to the vein. Note: use ultrasound guidance throughout the procedure to insure proper placement and location of all devices. Note: prior to gaining access, introduce the micro-fiber into the 21g needle and engage the compression clamp with the 21g needle luer hub. Position the micro-fiber so that the active tip is 1 cm from the tip of the 21g needle bevel and tighten the compression clamp/fiber from the 21g needle luer hub and set aside on the sterile field until vascular access is achieved. Caution: do not use excessive force to advance the fiber. Use ultrasound to confirm that the needle/micro-fiber are correctly positioned if strong resistance is encountered. To prevent inadvertent damage to the micro-fiber, always advance/ withdraw the needle and the fiber as a single unit. Note: it is advisable to check that the clamp is properly positioned on the fiber before putting the sheath/dilator into the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).